Event description:
Post op mastectomy right breast with reconstruction. Also left breast lift. One month later left breast wound broke down and then cellulitis. In 2002 bilateral capsulectomy and removal of becker implants - replaced with silicone gel implants. In 11-2002, separation wound left breast = debridement with inrrigation and closure. Three days later - persistent drainage left breast wound with exposure of implant. In 2002, removal left breast implant with debridement skin and subcutaneous tissue.